Event description:
A healthcare professional reported that during a cataract vitrectomy combination surgery an ophthalmic handpiece did not suck or fragment the cataract when connected to the console. Patient harm was not reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports will be reported under mfg report number: (B)(4) the manufacturer internal reference number is: (B)(4).

Event description:
New information has been received indicating that the handpiece had a poor phaco power. A healthcare professional reported that during a cataract vitrectomy combination surgery an ophthalmic handpiece did not suck or fragment the cataract when connected to the console. Patient harm was not reported. Additional information has been requested. Additional information has been received indicating that the handpiece had poor phacoemulsification power.

Manufacturer narrative:
A sample is available. That has not yet been received, at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, indicating that the handpiece had poor phacoemulsification power.